Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms in the past. The customer's blood glucose level was in the 200s mg/dl. As the customer was not currently receiving an alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the alarms was unable to be performed.